Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawers were failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers had failed. A technical support specialist reviewed the referenced work order and confirmed that the fse had previously reseated all connections that might have caused a disconnect. Upon dialing into the device, the tss found it operational with no drawer failures. After accessing the admin side and examining the windows logs, the tss identified a windows service that had failed to start. A series of corrective commands were executed to resolve the issue. Referring to ka (knowledge article), the tss followed the documented steps to address the drawer detection problem. Then identified system file errors via the logs and ran sfc /scannow and dism /online /cleanup-image /restorehealth, which successfully corrected misconfigured system files. It was also noted that a required firewall rule had not been applied for over a year, so the tss applied package 10000427180-00 silent-medes-pas-cllsafees-cfn-firewallrule-privatepublic-win10 silent (build 6) as per the knowledge article. The device was rebooted five times to confirm stability and functionality. Following these actions, the application launched without issue, and no further service-related errors appeared in the logs, indicating that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.